Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, patient underwent the following procedures: revision anterior lumbar interbody fusion l5-s1. Revision application of biomechanical intervertebral device. Harvest of local autograft bone for spinal fusion. Intraoperative neural monitoring using the following implants: titanium mesh cage. Rhbmp-2 to treat the pre-op diagnosis: pseudoarthrosis l5-s1 with recurrent, intractable low back pain. Op-notes: ¿...we then lavaged the interbody space thoroughly space with a combination of bone morphogenic protein as well as morsellized allograft bone chips. With this impacted into the interbody space. We then placed an 8 mm in diameter x 8 mm in height titanium mesh cage into the intervertebral space. The 8 mm in height cage achieved excellent interference fit, requiring a significant degree of impacting to get it securely in the l5-s1 interspace and once in the space it was rigidly in position. It should be noted that the titanium mesh cage was packed with a combination of morsellized allograft chips combined with bone morphogenic protein. With the cage recessed posterior to the anterior aspect of the intervertebral space we then packed an additional quantity of allograft bone and bone morphogenic protein in the anterior aspect of the l5-s2 intervertebral space. There were no complications throughout the entirely of the operation. On (B)(6) 2009, the patient underwent x-ray of lumbar spine ap and lateral. Impression: status post posterior fusion from l4 through s1 screws extending laterally into the ileum bilaterally. On (B)(6) 2009, the patient underwent CT of lumbar spine without contrast due to back pain. Conclusion: interval placement of anterior metallic cage device on the fifth at l5-s1 with development bony fusion/bridging across the previously demonstrated pseudoarthrosis at the disk space and across the dorsolateral bone graft material at this level. No other change.

Event description:
It was reported that on (B)(6) 2007, the patient underwent spine fusion surgery on the lumbar region at levels l4-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was applied from posterior and posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the disc space and over the posterolateral gutter). Post-op, the patient complained of recurrent low back pain and lower extremity pain, due to which patient underwent revision surgery. On (B)(6) 2008, patient underwent spine fusion surgery on the lumbar regions at levels l4-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was applied from posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. Along the posterolateral gutter). Patient underwent another revision surgery. The patient underwent spine fusion surgery on the lumbar region at levels l5-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disk space). Post-op, severe and unrelenting pain in his low back that radiates up his spine and down into his bilateral lower extremities. Patient has swelling, numbness and tingling in his legs and feet. Patient experiences difficulty standing and walking. Patient injuries prevented her from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.